Manufacturer narrative:
The initial MDR 2432235-2012-00160 was filed on 5/22/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.

Event description:
A patient known to be toxoplasma igg negative before pregnancy had a positive result on an immulite 2000 xpi with lot 378. The result was not reported to physicians. The same sample tested on the next day with lot 379 gave negative result. There were no known reports of adverse health consequences or patient intervention due to the discordant toxoplasma igg results.

Manufacturer narrative:
Siemens is investigating the cause for the false positive toxoplasma igg results with lot 378.